Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the breath delivery unit (bdu) printed circuit board (pcb) and the analog interface (ai) pcb. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an, 840 ventilator generated an error which rendered the ventilator inoperable and safety valve open. The ventilator was not in use on a patient at the time the malfunction occurred.